Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was between 214 mg/dl. Customer states she had a bent cannula and had to change the set. Troubleshooting was performed and advised to change set. No further information was provided.